Event description:
Pt's wife called nurses station stating pt has extreme headache -10/10- and bed is wet. Nurse found pt to have slight slurred speech, discovered small tear in drain tubing system, immediately distal to t-port. Neuro exam performed, no other deficits noted. Drain system was leaking csf fluid into the bed could have resulted in brain herniation. Dates of use: 2009. Diagnosis: pseudomeningocele. Event abated after use stopped: yes.